Event description:
It was reported the patient presented in clinic for generator upgrade procedure. Upon interrogation prior to procedure, it was found that the implantable cardioverter defibrillator (ICD) was completely dead. It was suspected to be premature battery depletion. The ICD was explanted and replaced. Patient condition was stable.